Event description:
The first would not open up properly and was unshaped so that it could not attach to iris. - patient contact. No injury the 2nd one of the rings was bent and would not unfurl. Noticed before entering patient eye. No patient contacts.